Manufacturer narrative:
Insulin pump had moisture damage found on keypad traces. All buttons function properly and no button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was 300 mg/dl. Caller stated that the customer's insulin pump was not working correctly. It was alarming button error. Nothing further was reported.